Event description:
Same case as MDR ID: 2134265-2018-06997. It was further reported that in-stent restenosis of a previously implanted synergy stent and the patient was stable.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 3.5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation, the pressure no longer increased and the balloon ruptured inside the stent. The device was removed from the patient and the procedure was completed with a threader balloon catheter. No patient complications were reported.